Event description:
During the implant procedure, the physician noted an anomaly on the atrial lead. The lead was exchanged. The patient was stable with no adverse consequences. Additional information regarding the anomaly was requested but unavailable.

Manufacturer narrative:
As received, the complete lead was returned for analysis. Visual inspection of the lead did not reveal any anomalies. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Based on the analysis and information received from the field, the cause of the reported incident remains undetermined.